Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. The lesion was pre-dilated with a 2.5x20mm non-bsc balloon catheter. A 3.50mm x 8mm nc emerge balloon catheter was advanced for post-dilatation; however, the balloon ruptured. The device was completely removed. The procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. The lesion was pre-dilated with a 2.5x20mm non-bsc balloon catheter. A 3.50mm x 8mm nc emerge balloon catheter was advanced for post-dilatation; however, the balloon ruptured. The device was completely removed. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an nc emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. The balloon was loosely folded. Microscopic inspection revealed tip damage. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. There were no issues detected. Inspection of the remainder of the device presented no other damage or irregularities.